Event description:
Health professional reported "late seroma - aspiration was positive for alcl, "specified as the right side. Cytology confirms, "the tumour cells express the pan lymphoid marker, cd45, cd3, and cd30. There are very few b cells expressing cd20. There is no staining with alk1...conclusion: malignant: breast implant-associated anaplastic large cell lymphoma (bia-alcl)."

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Medwatch submitted on: 04/21/2015.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)